Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultra meter was experiencing a display issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time in the beginning of (B)(6) 2011, she discovered that the subject meter was allegedly "missing segments". The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the alleged product issue. Five to ten minutes after the reported issue began, the patient claimed to have developed symptoms of being "sweaty, dizzy, and sick to the stomach" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the there was no evidence of misuse but the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving any medical treatment after the alleged issue began, the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.